Event description:
Complaint: (B)(4).

Manufacturer narrative:
Maquet cardiopulmonary has requested the product back for sample investigation. Visual inspection of the oxygenator revealed a crack on the luer connector at the blood inlet part. During the leak test according to lv 201, water leakage occured from this crack. Based on this, the failure could be confirmed. The manufacturer`s review of the quality control process indicated that a 100% functional inspection for leakage is conducted during manufacturing. The information obtained so far in this investigation would confirm that the device met its specification at the time of manufacturing and therefore all damages found on the product are due to excessive or inadequate external physical force that was exerted on the product after the release. In addition the device history record for complaint (B)(4). And lot 70128441 and 92272547 have been reviewed. There are no evidences indicating a non conformance or deviations of the product in question during the manufacturing and final release of this specific lot. The reported failure did not contribute to death or serious injury. The occurrence rate regarding the above complaint is below the acceptance rate. Thus, no remedial action required. This complaint is being monitored as part of the complaint data trending of maquet cardiopulmonary gmbh and further investigations and measures will be conducted in case of adverse trending.

Event description:
The user from bochum again complained about 2 pieces of hmo 71000 from the quadrox I set hqv 93500. The following information from the user is available to us:   the oxys have leaky luer ports at the inlet. Lot of the oxys 70128441. The oxys are available for review. They are not contaminated. No patient came to harm. Complaint no: (B)(4).